Manufacturer narrative:
(B)(4). Work order search: one similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -8.0 diopter, on (B)(6) 2017. The lens was found to be upside down in the patient's eye and was explanted on (B)(6) 2017, with no patient injury. The lens was exchanged for another same model lens. The reporter stated the cause of the event was unknown. The lens was discarded.